Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had separated. The following information was provided by the initial reporter: the patient was connected to fluids, and the needleless connector valve on the end of the extension came detached from the extension (stayed connected to the primary tubing) and blood came out of the extension tubing since the valve was off. Possible lot numbers returned from the customer: batch#: 25089066, 25089063, 25089056, 25079079, 25089084, 25089054, 25089064, 25079089, 25079077.

Manufacturer narrative:
Correction: (h.4.) Device manufacture date is unknown. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.